Event description:
During an esp call, the customer noted that the iabp was having difficulties to obtain ECG signal from the patient that was in cardiogenic shock. The pump would stop intermittently during pressure trigger. The iabp was replaced but the symptom persisted. The company representative advised to place new leads closer to the patient's heart and therapy was continued with no further interruptions. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported event. The company representative replaced broken IV pole shaft lock ((B)(4) and checked iabp performance. The unit functioned normally and was returned to the customer. (B)(4).